Manufacturer narrative:
The reported events were helix mechanism issue, ¿poor sensing values¿ and lead dislodgement. As received, a complete lead was returned in one piece. The reported events of helix mechanism issue and ¿poor sensing values¿ were confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. An internal short was found due to the over torqued inner coil in the connector region. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix clogged with blood/tissue and the cause of the reported event of ¿poor sensing values¿ was due to the over torqued inner coil in the connector region resulting in internal shorting.

Event description:
It was reported that during implant, after repeated attempts to fix the lead into the myocardium and poor sensing values were being obtained, the right atrial lead could no longer be held in the myocardium and dislodged with the helix extended. Tissue in the helix would no longer allow retraction or extension and the atrial lead had to be replaced. The patient was stable throughout.